Event description:
The customer stated that she called an ambulance because she was not feeling well. When paramedics arrived, they tested the customer's blood glucose at 140 mg/dl using their meter. The customer performed a comparison test using her contour meter and received a reading of 283 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.